Event description:
The device¿s previous manufacturer, invacare, contacted ventec via email to report the following event: "invacare has been informed about an incident with an invacare 1.7l cylinder. The serial number was stated with (B)(6). The correct serial number was not confirmed yet. We received the following information: "while checking the equipment at the patient's home, the technician noticed marks on the patient's face. The patient told him that he had burned himself while smoking a cigarette while using one of his invacare gox homefill devices. He reportedly suffered burns to his face, but the tubing or medical device were not affected. The incident reportedly occurred over a month ago." The reported event occurred in france. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: the patient had two invacare 1.7l cylinder's and did not advise the technician which one he was using during the reported event. The device's previous manufacturer, invacare, provided ventec with the two serial numbers which were provided in section b5. As a result, sections d4, serial #, and d4 primary UDI number are "unknown," and section h4, device manufacturer date, shall be left blank. If the serial number is confirmed, these fields shall be updated accordingly. The device has not been returned to invacare or ventec (react health) for an evaluation. Invacare performed an investigation and provided ventec with the following results: "as the information received clearly indicates, this incident was caused because the user was smoking while using the oxygen cylinder. It is therefore a case of misuse/use error and has nothing to do with the performance or function of the oxygen cylinder. It was also stated that "the tubing or medical device were not affected". There is no indication that there was a malfunction of the affected oxygen cylinder. There are several clear and unambiguous warnings about this misuse included in the user manual of the invacare 1.7l cylinder: "danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. To avoid fire, death, injury or damage: do not smoke while using this product. Do not use near open flame or ignition sources. Do not use any lubricants on the cylinder unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this cylinder is located and away from where oxygen is being delivered. Keep the oxygen tubing, cord, and cylinder out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances." "Danger! Risk of fire never smoke in an area where oxygen is being administered. Never use near any type of flame or flammable/explosive substances, vapors or atmosphere." "Warning! Risk of injury to reduce the risk of injury: do not direct flow of oxygen at any person, or flammable material when adjusting the flow dial e." There is also a warning label attached on the oxygen cylinder which includes the warning "keep away from combustible material. Keep cylinder in a well-ventilated place." As well as warning symbols which indicate "do not smoke" and "no open flame"." The investigation determined that the cause of the reported issue was user error, due to the patient smoking in very close proximity to the device, which was actively delivering oxygen to the patient.